Manufacturer narrative:
It was reported in the article referenced below, that the patient's second metatarsal was fractured during a bunion procedure. The bunion procedure was completed, and the fracture was fixed with a percutaneous k-wire. Additional information indicates the patient had rheumatoid arthritis and prediabetes, which may have contributed to the decreased bone quality noted during the procedure. According to the article, with decreased bone density, both the bending moment applied by the clamp and the stress riser created by the k-wire hold were likely to exceed the diminished biomechanical strength of the second metatarsal. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, non-conformance reports for all possible kits and positioners utilized in surgery were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, it is likely that decreased bone density combined with the bending applied by the clamp, stress riser created by the k-wire and subsequent repositioning of those devices contributed to the fracture. No deficiency or failure has been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Journal: the journal of bone and joint surgery case connector article title: second metatarsal fracture during lapidus hallux valgus correction (vol 13,1 - march 22, 2023) authors: alexandra f. Flaherty, ms, and jie chen, md, mph.

Event description:
It was reported that the patient's second metatarsal was fractured during a bunion procedure. No other patient outcomes were reported as a result of this event.